Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possibly being exposed to water. Blood glucose level at the time of the incident was 151 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a frozen display due to corroded electronic assemblies. Unable to verify the button error alarm due to the frozen display. However, corrosion was noted at the keypad traces. The pump was received with a corroded motor home switch. The pump also had a missing end cap sticker, minor scratches on the lcd window, and cracked battery tube threads.